Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (flail anterior) contributed to the reported single leaflet device attachment (slda). The increased mitral regurgitation (mr) is likely due to the reported slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the single leaflet device attachment (slda) and mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing the mr to 1. On (B)(6) 2019, an echocardiogram was performed which noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and the mr increased to 4. On (B)(6) 2019, a second procedure was performed for treatment. One clip was implanted to stabilize the slda clip, and the mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.